Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported as a "general statement" at this time, that the physicians in the anesthesia department have noticed the dilators within this kit are becoming "spliced" when inserting over the spring wire guide (swg). This requires the physician to do a skin nick. Currently, there is no complaint device or any specific event. There have been no reported pt injuries or complications. Pt noted as "ok."